Event description:
It was reported that pump displayed malfunction code 12 without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support arranged a warranty replacement pump.